Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding an unspecified adverse event from the attorney of the family. The information received on 02/09/2017 stated the following - reporter alleges: in or about 2017 the customer began using an insulin pump. In (B)(6) of year 2017, the customer was using a medtronic minimed paradigm insulin pump. On or about the (B)(6) 2017, the customer alleged an adverse outcome without specific details and without specific allegations about the devices. The insulin pump was not returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.